Manufacturer narrative:
The physician reported that on 3 september 1997, the patient advised that all of the symptomatic sites were greatly improved. The physician never heard anything further from the patient, and considered the problem completely resolved.

Event description:
A physician reported a pt who received her first treatment on 4 april 1997 in the upper vermilion border and the perioral area. On 16 may 1997, the pt called and said that the treated areas were red with blisters, swollen, and lumpy. On 23 may 1997, the pt returned to the physician's office presenting with persistent symptoms. The test site implant was visible. The physician suggested application of warm compresses to the affected area. On 12 june 1997, the pt stated that the blisters were oozing. On 13 june 1997, warm compresses and oral prednisone were prescribed. On 25 july 1997 the physician prescribed oral claritin and injected decadron intralesionally in left upper lip. The physician believed the symptoms were probably product related.